Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed a no disposable alarm. Settings reviewed. Turned pump off, turned pump on, started pump and pump is alarming. Instructed to clamp tubing, turn pump off, remove disposable, tap cassette, massage out any air bubbles, reattach disposable, turn pump on, start pump, pump is still alarming no disposable. Instructed to turn pump off and repeat previous steps, pump turned on, pump started and pump is still alarming no disposable. Instructed to turn pump off, keep clamp closed and call facility now for further instructions. No patient injury. No additional information available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.